Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified vessel. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the device was used after rotablation. However, the balloon ruptured at 12 atm when inflated for 10 seconds upon second inflation. It seems that pressure was applied partly due to the lesion. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after procedure.